Manufacturer narrative:
The mechanism was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a proximal occlusion. No add'l info was provided. During testing at the user facility by the field service engineer the proximal occlusion was not duplicated; however the device mechanism was noted to be noisy. This does not indicate a reportable malfunction. However, during verification testing of the device mechanism using a test device at the service ctr, the device alarmed with a s321 (motor error -pmc, left) malfunction alarm code.